Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned and evaluation is currently in progress but not yet complete. However, the initial inspection is detailed as follows: the temperature complaint cannot be reproduced. The distal bearing is broken and a bur cannot be inserted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an indigo otologic angled attachment ¿heats up¿. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
The following information was received on november 14, 2016¿ attachment 1845020, serial number (B)(4) was used in the same event as attachment 1845020, serial number (B)(4). Both devices were sent in for evaluation due to the customer not being sure which was causing the heat. Concomitant product: indigo otologic angled attachment (1845020); sn: (B)(4); lot: 209643774; date of manufacture: june 1, 2015; 510k: k081475. In response to medtronic¿s request for device return, both devices were returned to the manufacturer for evaluation and repair (detailed as follows): 1845020 (p04161577/ 207768190) ¿ analysis found the distal bearing broken. The device was repaired, tested and passed all manufacturing specifications. 1845020 (p06118697/209643774) ¿ pre-repair temperature tests revealed the following in a timeframe of 1 minute: 84 degrees fahrenheit, which is within specification. Analysis found the distal bearing broken. The device was repaired, tested and passed all manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.